Manufacturer narrative:
(B)(4). This medwatch report is in response to receipt of maude event report mw5071719. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a pelvic prolapse repair procedure on (B)(6) 2005 and unknown mesh was implanted. In 2006 the patient underwent a repair in the rectal area. It was reported that the patient needed more surgery for erosion. The patient felt like insides were always falling out. It was reported that for six years, it was getting worse every year, the patient could not walk, walk up steps or sit for long time. In 2013, the patient was getting ill and could not stop bowel movements. The patient went to see a doctor and it was found that the mesh had attached to intestines. It was reported that the patient had to have 18 inches of intestines removed because of the mesh and the doctor would take the mesh out at the same time but the mesh was only trimmed. After that, the patient experienced unbearable pain from hips down to feet. The mesh was removed on (B)(6) 2017. Now the patient can sit and walk up and down steps. The patient is still experiencing bowel movement problems due to the mesh and weak pelvic floor muscles, but working with physical therapist for that. It was also reported that bard pelvisoft, avaulta perigree system and collagen biomesh were implanted into the patient as well. Additional information has been requested.